Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred within the lesion. A rotawire drive and a 1.50mm rotapro were selected to treat a 75% stenosed target and severely calcified and moderate tortuous lesion. The guidewire was shaped for the procedure. After ablation, the burr was unable to move due to a suspected wire kink entrapment, and was stuck in the lesion. The rotawire and rotapro were removed together. The hand side of the rotapro was cut off, a microcatheter was fed in, covered with a bar and removed from the lesion. The procedure was completed and no patient complications were reported.